Event description:
The pt had her device removed due to infection. It was noted that the pt was receiving IV antibiotics due to an infected area found on her abdomen that was not noticed prior to implant. Additional info has been requested, a follow-up report will be sent if additional info becomes available.